Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range shock impedance measurements of greater than 200 ohms. The patient was brought into the office where normal shock impedance measurements were observed even with isometrics in coil to can, however when programmed coil to coil the impedance measurement was out of range. A review of the data stored within the remote system found that the shock impedance measurement has been high and out of range since implant of the new device when programmed coil to coil and right atrial (ra) coil to can. However when programmed right ventricular (rv) coil to can the impedance measurement was within range. A single max energy shock was delivered and yielded an acceptable impedance measurement, therefore no programming changes were made to the system and no surgical intervention was taken at this time. The patient will continue to be monitored and the system remains in service. No adverse patient effects were reportable.